Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Patient reported a left side exchange of textured breast implants due to the patient¿s concern with the product. Patient additionally reported ¿left worse than right, constant pain in left side, shooting pain, dull achy pain, big swollen lump on top (almost by adam's apple), hard and uneven.¿ patient representative reported patient experienced ¿severe emotional distress and lives in daily fear that [the patient] has been exposed to bia-alcl,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal hardship due to the continuous fear of biaalcl,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery associated with the removal of the biocell textured breast implants,¿ ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered debilitating physical pain.¿ healthcare professional reported patient has "poland's syndrome," this event is not related to the device. Patient representative also reported patient experienced ¿depression¿ and ¿disability;¿ these events are not related to the device. Device was explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV.